Manufacturer narrative:
(B)(6). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a power injection for a diagnostic ventriculogram the 110 cm. 5 fr. Infinity pigtail 145° 6sh catheter broke at the proximal portion. The injection was thirty-five (35) cc. At thirteen (13) cc/second. There was no reported patient consequence. The user was trained. The sales representative was not present. The product will be returned for inspection. Additional information received indicated that the device fracture occurred during a power injection for a left ventriculogram. The catheter separated at the proximal (thicker) part near the connection of the product approximately 2.5 cm. From the luer hub. There was no additional intervention necessary in order to remove the product from the patient. There was no reported problem/disconnect of the catheter from the injector tubing. The psi (pounds per square inch)/pressure setting for the injection performed was six hundred. A new pigtail catheter was used to complete the procedure successfully without patient injury. There was no reported damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appear to be normal. The product was prepped properly according to the instructions for use (IFU). There were no reported problems noted during preparation. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information is available

Manufacturer narrative:
As reported, during a power injection for a diagnostic ventriculogram, the 110 cm. 5 fr. Infinity pigtail 145° 6sh catheter broke at the proximal portion. The injection was thirty-five (35) cc. At thirteen (13) cc/second. There was no reported patient consequence. The user was trained. The sales representative was not present. Additional information received indicated that the device fracture occurred during a power injection for a left ventriculogram. The catheter separated at the proximal (thicker) part near the connection of the product approximately 2.5 cm. From the luer hub. There was no additional intervention necessary in order to remove the product from the patient. There was no reported problem/disconnect of the catheter from the injector tubing. The psi (pounds per square inch)/pressure setting for the injection performed was six hundred. A new pigtail catheter was used to complete the procedure successfully without patient injury. There was no reported damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). There were no reported problems noted during preparation. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information is available. A non-sterile diagnostic cath f5 inf pig145 110cm 6sh was received for analysis coiled inside a plastic bag. Per visual analysis, the body shaft of the catheter was received separated in two pieces. Hub was found separated from the body shaft of the catheter. The unit¿s separated pieces were inspected under a vision system. The separated edges on the received proximal end of the catheter body shaft looks as if tremendous force was applied until a break/separation occurred on the unit. No other anomalies were found. The catheter body shaft proximal end od and ID were measured near to the separation condition and results were found within specification. Per microscopic analysis, the received hub was x-rayed and cross-sectioned in order to inspect the molded condition of the strain relief and body shaft proximal end. Elongated remnants of the body shaft in the walls of luer hub were observed. According to x-ray and cross-section images/results obtained, it is concluded that the catheter body shaft was properly placed molded into the hub. The internal section of the hub showed evidence of a remnant of body inside of the hub per the x-ray pictures. Functional analysis to perform pull test was not conducted as no sterile units were returned for analysis. A review of the manufacturing documentation associated lot 17417512 revealed no anomalies during the manufacturing and inspection processes. The complaint reported by the customer as ¿catheter (body/shaft) - separated-in patient (cardiovascular)¿ was confirmed during analysis due to the condition in which the product was received. The exact cause of the body shaft separation from the hub could not be conclusively determined during the analysis. The analysis concluded that the involved unit contained residuals of the cannula on the molded hub which concludes that the cannula body and the molded hub were properly molded within validated parameters. However, procedural factors, such as excessive force, may have contributed to the report event. Neither the product analysis nor the device history record review results suggests that this event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.